Event description:
Follow-up showed that the obstructive sleep apnea (osa) was not related to vns. It is unknown when it was first observed, and it was not occurring with stimulation. The patient was seeing a sleep specialist and was better. No causal or contributory programming or medication changes preceded the onset of the osa, and the patient did not have a medical history of osa (pre-vns).

Event description:
Clinic notes were received for review on a vns patient. It was noted that the patient has a medical history of obstructive sleep apnea. Good faith attempts were made for further details about the reported event and no further information was attained. Start date of event unknown.